Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, all codes apply to product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and fecal incontinence. It was reported that the patient had constipation and then very loose bowels that led to the accidents. The patient stated that he lost the control of his muscles around his sphincter with his level 4 hemorrhoid surgery. On (B)(6), the patient stated that he had constipation and he could not control his gas. On (B)(6), the patient reported that he had taken a laxative along with dulcolax due to constipation. The patient mentioned that his device had been broken for the past 3 days. The patient confirmed that his lead had either been broken or had been dislodged and he was to have the device replaced on (B)(6). There were no further symptoms or complications reported or anticipated.